Event description:
Determined to be reportable based on analysis approved 12/20/2006: it was reported that during a pci procedure, the shaft of the quantum maverick monorail catheter kinked during insertion into the sheath. No pt injuries or complications were reported. Device analysis indicated a catheter shaft fracture.

Manufacturer narrative:
Returned product analysis could not verify a shaft kink as stated in the complaint. However, product analysis did reveal a hypotube fracture. The balloon catheter with the balloon in a deflated state was rec'd and a hypotube fracture was observed. There were no shaft kinks observed. The original sheath was not returned for analysis. The returned catheter exhibited a fracture of the hypotube located 23.3 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. As the original sheath was not returned for analysis the root cause of the shaft damage could not be determined. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records for top assembly batch 8201118 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.